Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty back pressure sensor (gold).unable to verify no delivery alarm due to prime anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms during basal and fill tubing. The customer reported that he was previously able to clear the alarms, but was not able to this time. Blood glucose level at the time of the incident was not provided. The customer also reported that the device was cracked at the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.